Manufacturer narrative:
Other relevant device(s) are: mouse, 9732732, (B)(6). A medtronic representative went to the site to test and service the equipment. The mouse was replaced. The navigation system then passed the system checkout and was found to be fully functional. The mouse was not returned for evaluation because it was discarded. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the mouse that was connected to the system¿s navigation panel was not working. It was stated that this was a navigation related issue. This issue was discovered during a planned maintenance (pm). There was no patient involved.